Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the antrum, the green button was pressed in preparation for firing but the ring handle could not be squeezed. Another reload was used to complete the case. Upon inspection it was found that the device had prefired. There was no patient injury.